Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The stm that found the issue replaced the batteries. The stm then, complete pm with full calibration, functional testing and safety check to factory specifications. The unit was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the battery run time test during a preventative maintenance (pm) performed by a getinge service territory manager (stm). There was no patient involvement and no adverse event was reported.